Event description:
It was reported that during a ptca treatment procedure involving a calcified and 99% stenotic lesion in the very tortuous lad coronary artery, the quantum maverick monorail balloon lost pressure at 10 atm's on the initial inflation. (It is noted that an unsuccessful attempt to cross a more distal lesion was made prior to this inflation). The quantum maverick monorail catheter was removed and replaced with another catheter to successfully complete the procedure. The patient was asymptomatic during this event. The sizes and types of introducer sheath, guidewire, guide catheter and inflation device used in this case are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.